Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, inspected and cleaned the pump's cartridge o-ring and pneumatic tap area, successfully attaching the cartridge and completing the load process to resume insulin delivery.